Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they wanted the implant removed because the implant barely worked since it was put in. Patient stated the implant did not do what it was supposed to do and that the implant had no effect on the nerve pain in their feet from their lower back. Patient said they used the implant for a year at least before they stopped using the implant. Patient mentioned that they hadn't charged the implant in 6 months and now they had a thing about a battery corrosion in their body. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.